Event description:
The affiliate alleged the customer reported consistently elevated thyroid-stimulating hormone (tsh) results, above the normal reference range, for one patient involving unicel dxi 800 access immunoassay system. This is report number 5 of 8. The elevated tsh result did not correlate with the patient's clinical condition. It is unknown if the elevated result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. This event occurred in (B)(6) 2007. Additional event information, from the affiliate, is not available. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02974, 02975, 02976, 02977, 02979, 02980, 02981.